Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has access to sound with the device but no speech discrimination. No accident or trauma has been observed.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, possibly caused by minute device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient has access to sound with the device but no speech discrimination. No accident or trauma has been observed. No information regarding re-implantation has been received yet.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has access to sound with the device but no speech discrimination. No accident or trauma has been observed. The patient was re-implanted.